Event description:
Two of the temporary fixation pins used for the tracking references on each of the femur and tibia broke at their tips. The breakage was noted when they were being removed at the end of knee replacement surgery. The broken tips were embedded in the respective bones and the surgeon elected to not remove them. The surgery was completed without any further effects.

Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. Per a review of the event with the representative, the tips had fractured about 2 mm before the end of flutes. The review of the component's manufacturing history did not indicate any deviations or other potential anomalies. The reported failure mode is consistent with excessive stresses. The risk related to the tip remaining lodged in the bone are minimal given that the subject pins are made of implantable stainless steel in accordance with skeletal pin standards (iso 5838 implants for surgery - skeletal pins and wires, and astm-f366-82 standard specification for fixation pins and wires). Design specification changes were implemented to increase the strength of the pins and minimize the likelihood of the subject fracture failure mode.